Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the tubing through pinch valve (vl61b) was worn and had a hole in it. The pinch valve vl61b controls the purge of the sweep flow tank. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was a hole in the tubing through the pinch valve vl61b. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was not specified by the customer and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection with this event. There was no death, injury or change to patient treatment.